Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the electrogram (egm). Attempt to obtain additional information was unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.